Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse noted the sample syringe was loose. The fse tightened the sample syringe to resolve the issue. The patient received extra vancomycin. No additional information was provided in regards to the treatment or dosage. There was no affect to other patient treatment in connection to the event. Beckman coulter internal identifier is (B)(4).no patient demographic information was provided.

Event description:
The customer reported receiving an erroneously low patient results for multiple chemistries on the unicel dxc 800 pro synchron system. The erroneous result was reported outside of the lab. Customer stated only one patient treatment was changed due to low vanc result. There was no affect to other patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.